Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5044110. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.

Event description:
It was reported that while injecting herself with a bd¿ ultra fine¿ short insulin pen needle, the needle broke off in the consumer's leg. The consumer went to an urgent care and received an x-ray. The needle was not visualized. The consumer reported that the physician told her that the needle may have worked its way out. The consumer will monitor her injection site for infection.